Event description:
The customer tested blood glucose and received a result of 116mg/dl. The customer got up and was dizzy and then passed out and fell down the stairs. The customer was given orange juice. The customer was sick for several days. Controls in use were expired. A request was made for the return of the suspect device and replacement products was sent.